Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's heart rate was "at 43 bpms and the low rate setting is set at 50". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.